Event description:
A male patient contacted lifecor customer support to report that his monitor would not power up. He stated that he was replacing his battery packs when he first noticed that it would not power on. The patient had tried both battery packs with no success. The patient stated that one of the pins inside the monitor looked bent. A lifecor patient services representative (psr) visited the patient and replaced the monitor and both battery packs.

Manufacturer narrative:
Device manufacture date: monitor. Battery packs - 2007. Device evaluation summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs were fully functional and had no damage to their connectors. They were retested and restocked. The damaged connector on the monitor was replaced. No adverse events resulted from the damaged monitor. The patient received a replacement monitor and battery packs.